Event description:
It was reported that an 25mm amplatzer pfo was implanted on (B)(6) 2021. On (B)(6) 2022, during routine follow up, a transesophageal echocardiogram (tee) found a right-sided large floating thrombus, left-sided small compact thrombus on the pfo occluder. The patient had been on anticoagulation therapy. It was noted that the patient was compliant with their anticoagulation therapy. The patient was placed on oral anticoagulation therapy. The patient's status at the time of report was noted as stable. The patient did not have a history of any known hematologic disorders or systemic illnesses.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a